Manufacturer narrative:
Experts have performed a visual inspection and a functional control. The functional control reveals an electrical failure. After connecting the catheter on the monitor, experts observed the error e001 on the monitor. The origin of this issue could be due to a break of silicon sensor membrane, a break of microwire, or a cut of micro cables. The expertise shows a break of silicon sensor membrane inducing an oxidation of the sensor (error e001). In this case, the assignable cause of this issue is due to a bad manipulation probably during the implantation (insertion in the bolt which is not entire opened).

Event description:
The catheter showed e001 after two days of implantation. At the beginning, the value showed normal, but after two days, the value became down and after 30 minutes, monitor showed, and then after 1 hours, the catheter showed e001. During this period, no one touched the catheter.

Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. According to sophysa in-house process, when the catheter will be returned, it will be analysed by our quality control laboratory and a visual and functional control will be performed.

Event description:
The catheter showed e001 after two days of implantation. At the beginning, the value showed normal, but after two days, the value became down and after 30 minutes, monitor showed ---, and then after 1 hours, the catheter showed e001. During this period, no one touched the catheter.